Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to a flattened down arrow button dome switch. The insulin pump had a scratched case and a cracked reservoir tube lip.

Event description:
It was reported that customer's insulin pump had a button error. Customer's blood glucose was 154 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.